Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 400-430 mg/dl, and moderate ketones. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2023 the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level in the 400's mg/dl. The customer attempted to address the elevated blood glucose level with manual insulin injection. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage. Cts walked caller through a pump system check and confirmed pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.